Event description:
(B)(4). The pain I have in my pelvic area is a constant. Some days it is so bad that I can't have my daughter on my lap or even button my pants cause of the pain. My mood and life have changed because I hurt all the time. I'm tired and just worn down from hurting. Here comes the not fun at all part. My periods have become so bad that I am literally laid up in bed and can barely walk to the bathroom cause it's so intense "the pain" is unreal that starts in my pelvic area shoots through my hips and into my back. I am literally in tears when my cycle comes. I bleed so heavy that I soak through a super-plus tampon and through the pad within a hour to two. This goes on one to two days than it slows down and the pain decreases. I don't enjoy or even want to be intimate with my partner anymore cause it hurts like needles stabbing me on the inside shooting down to my vagina kinda hurt. My hair is falling out like I don't even wanna brush my hair anymore falling out, probably from being stressed out from hurting. So my mom pushed me to seek help cause this that became my normal wasn't normal!!! I went to the dr that implanted them and she said it was impossible to be the essure, all I know is I was healthy, pain free, and have an amazing sex life before and now I don't. She made me feel crazy. Went to my general dr and he said I was obviously in pain cause I almost jumped off the table when he put pressure on the area so he referred me to another dr where they ran test after test to check my coils and rule out anything else. Well things look to be ok but I guess one of my coils is partly in my uterus which I guess they say is normal. Well long story short he will be doing a hysterectomy on me to remove the coils cause that's the only way to ensure they get them out intact. Now it's waiting on insurance to approve it and coming up with my deductible. Something that cost me nothing to put in is sure costing me a lot to get out, time with my family, missing work, and medical bills. I am (B)(6) a mother of 4 and this is what I have been dealing with. I should be enjoying my children, jumping on the trampoline "which hurts to much to do" among other things that I simply can't do cause it hurts and I'm tired and have a very short temper now and my sleep is not great at all.